Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model: sc-4318, serial/ lot number: (B)(4), description: clik x anchor sterile kit. Model: sc-3400-30, serial/ lot number: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient experienced high impedances and underwent a revision procedure. One infinion 16 lead and one clik x anchor were replaced and an additional lead extension was implanted. A splitter was also explanted. The explanted devices were discarded by the facility. The patient was doing well postoperatively and has regained stimulation coverage of their left arm and hand.